Manufacturer narrative:
Result: rc: damaged / ripped both power cords outer sheathing.

Event description:
It was reported by service report that both power cords were ripped on the outer sheathing. No patient involvement or adverse consequences were reported.